Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was oversensing the minute ventilation (mv) signal causing pacing inhibition on the right atrial (ra) channel. High ra and right ventricular impedances were also noted, however no measurements were observed to be out of range. The mv signal was later programmed off and the clinic was unable to reproduce or illicit a change in impedances with isometrics. The patient will continue to be monitored and the pacemaker remains in service. No adverse patient effects were reported.